Manufacturer narrative:
Further attempts to obtain complaint details will be made and upon receipt will be submitted accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiffs attorney alleged that the patient experienced cardiac arrest, respiratory failure and all injuries associated there with during approximately a one month period, which is alleged ot have been caused by the patient's exposure to the product administered during dialysis treatment.